Event description:
Per received report: patient came in for a treatment of a giant aneurysm over 9mm diameter. The physician used all micrus coils. During the procedure, the micrusphere coil was stretched; two 2x4 delta coils didn't advance through microcatheter. The microcathter used was excelsior sl10 45 degrees. The physician used 2x3 deltaplush coils and it worked. In addition, deltaplush 2x2 didn't resheath. Introducer and delivery wire didn't match. This procedure used 14 coils except for the 4 coils that had a problem. Additional information received from the affiliate indicated the following: (B)(4): the coil got stuck in the middle of the microcatheter during procedure. The coil was safely withdrawn with no stretching or unintended detachment that was observed. The same microcatheter was used. No patient injury reported. (B)(4): the statement "and deltaplush 2x2 didn't resheath. Introducer and delivery wire didn't matched" was clarified as the coil wouldn't zip. The entire coil was safely withdrawn with no stretching or unintended detachment reported. (B)(4): the coil stretched during repositioning within the aneurysm but the entire coil was safely withdrawn. No resistance encountered and no additional intervention performed. No coil breakage or separation occurred. The microcatheter size was mentioned on the initial complaint report.

Manufacturer narrative:
Note:the product was initially reported as not returned. The file was re-opened and updated to address analysis of returned device. During treatment of a giant aneurysm that was over 9mm diameter with use of 14 coils, a micrusphere coil stretched, two 2x4 delta coils didn't advance through the excelsior sl10 45 degree microcatheter (mc), and a 2x2 deltaplush did not resheath. There was no patient injury. The devices are not available for analysis. Two coils were received in one bag with one label indicating cpl100204-30/(B)(4); however, one of the coils does not have the delta wind technology of the deltaplush cerecyte microcoil; the coil has a 2mm diameter. This is not the same device type identified as not being able to be advanced through the microcatheter. The second coil was identified through dimensional and visual inspection to correlate with the reported involved coil. The socket ring was found bent back approximately ninety degrees against the proximal end of the coil's soldered section. The proximal end of the coil or the last secondary winding off the ball tip has multiple sections of severely buckled and compressed coiling. Except as noted the remainder of the coil was undamaged. The unidentified second coil received in the same packaging could not be identified by the affiliate that returned both microcoils systems. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The second unidentified microcoil system did not have any identification or a lot number, therefore the DHR for this unknown coil could not be reviewed. The evidence of the analysis of the returned device strongly suggests that the most likely root cause of the coil becoming stuck inside the microcatheter was due to distal interference. The source of this interference, whether of a fixed or detached nature, cannot be determined. The resistance during advancement likely resulted in the damage noted on the returned coil. Without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. With review of the analysis and device history records there is no indication of any manufacturing issues related to the event. Based on the limited available information no root cause conclusion can be made; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product has been returned and evaluated. Additional information will be submitted within 30 days.